Manufacturer narrative:
The serial number of the analyzer is (B)(6). The field service engineer decontaminated the instrument and performed troubleshooting, after which the issue was resolved. Subsequent testing showed all samples to be non-reactive. The investigation determined that the issue was due to contamination of the instrument.

Event description:
There was an allegation of questionable results with the cobas® taqscreen mpx test, version 2.0 for use on the cobas s 201 system with a donor sample. The initial pooled sample generated a reactive result for hbv. During resolution testing, the same sample generated a non-reactive result.